Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The device remains implanted and is not available for investigation.

Event description:
The following information was reported to gore: on (B)(6) 2017, a patient underwent endovascular treatment of a thoracic aortic disease using two conformable gore® tag® thoracic endoprostheses. The patient had a history of a total arch replacement. On (B)(6) 2021, a rupture was observed and an emergency reintervention to place two additional stent grafts to extend distally were performed. A computed tomography was not an arterial phase, an additional angiography was difficult to perform, and no additional usable device was prepared. The physician decided to perform a computed tomography and to finish the emergency reintervention once. On the same day, after the computed tomography was performed, a reintervention was performed. Two additional stent grafts were implanted distally to extend at almost above a superior mesenteric artery. It was confirmed that there was no endoleak, the reintervention was completed. The patient tolerated the procedure. The actual rupture location was not determined. The physician stated that regarding the cause of the rupture, it was not determined if it was due to the distal edge of the ctag stent graft or if it was due to the enlargement of the distal side of the thoracic vessel.

Manufacturer narrative:
H.6. Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The cause of rupture is unknown. The physician stated that it was not determined if it was due to the distal edge of the ctag stent graft or if it was due to the enlargement of the distal side of the thoracic vessel. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), the gore® tag® thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta (dta). Intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aortas. An increase in aortic diameter may lead to aortic rupture. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic rupture, aortic expansion (e.g., aneurysm) and reoperation. Per IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Also, the IFU states: appropriate procedural imaging is required to successfully position the gore® tag® thoracic endoprosthesis.